Event description:
The information received from the pt indicated that approximately six (6) months after the index procedure, the cypher stent in the right coronary artery (rca) had an in-stent-resenosis (isr). The patient had two (2) cypher stents implanted during the index procedure, one (1) in the left anterior descending (lad) artery and one (1) in the rca. The restenosis in the rca was treated with an additional cypher stent. The patient's antiplatelet therapy was plavix and aspirin.